Event description:
It was reported that the pump was not working properly. There was no reported impact to the customer's blood glucose level. Additional information regarding the issue was not provided. The customer reverted to an alternate method for insulin therapy.